Event description:
It was reported that the patient had ventricular fibrillation episodes which were not detected by the right ventricular lead and resulted in no therapy. External defibrillation was required. The patient developed severe heart failure and required intensive care unit admission and treatment. Reprogramming was performed. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Six ventricular non-sustained tachycardia (nst) less than or equal to 210 ms on (B)(6) 2012. Save to disk was reviewed and noted lead integrity alert triggered. One patient alert for lead failure predictor on (B)(6) 2012. (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Six ventricular non-sustained tachycardia (nst) less than or equal to 210 ms on (B)(6) 2012. Save to disk was reviewed and noted lead integrity alert triggered. One patient alert for lead failure predictor on (B)(6) 2012.